Event description:
It was reported that patient was implanted on (B)(6) 2026 and while transitioning the patient to the monitor in the cardiovascular intensive care unit (cvicu), initially it had displayed parameters, but then they disappeared with a pop-up message stating ¿connect patient to power cable¿. This occurred with two separate consoles in the cvicu. Then the patient was placed back on the monitor that had been used in the operating room (or), and there were no further issues. It was suggested that there was issue with bluetooth or connectivity settings on the other monitors. Log file were submitted for review to determine whether there was any concern related to the patient¿s system controller or if this appeared to be a console-specific issue. The log file captured on 20may2026 the pump start- up. On 21may2026, the log file captured three low flow events. The calculated flow appears to have fluctuated below the alarm threshold of 2.5 lpm during the events. The log file contained low flow estimated only when the calculated pulsitility index (pi) was dynamic and elevated. The log file did not show any connectivity information. The site did not experience any further issues after transitioning the patient back to the cvicu consoles the following day. The issue resolved without intervention and could not be reproduced. It was assumed that this was related to bluetooth/connectivity rather than a controller or pump issue. The monitors were currently functioning normally.

Manufacturer narrative:
Section d4: device serial number and lot number were not provided, and expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. No further info was provided. A supplemental report will be reported once the manufacturer¿s investigation is completed.